Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to non-adherence to aseptic technique during ccpd therapy as reported by a medical professional. Lack of aseptic technique is the leading cause of transmission of peritonitis causing pathogens. This is further evidenced by microorganisms that commonly colonize human skin and hands. Therefore, the liberty cycler set can be excluded as the root cause of this infection. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. The user guide p/n 480145 was reviewed and in the pre-treatment setup instructions it is noted prior to starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error as per the patient¿s peritoneal dialysis registered nurse (prdn) account of the event.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this (B)(6) male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced an episode of peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on 31/mar/2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on 31/mar/2021 presented with staphylococcus epidermidis and a white blood cell (wbc) count of 1235/mm3. The pdrn reported the patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was reported the patient had a persistent lack of aseptic technique during pd therapy despite retraining in january 2021. The pdrn reported the patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for three weeks and ip ceftazidime at 1000 mg every day for three weeks. The ip ceftazidime was discontinued upon culture results. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient had a repeat wbc count on 4/apr/2021 that presented with 15/mm3, proving the effectiveness of antibiotic therapy. Due to this occurrence and a previous peritonitis event, it was determined pd therapy was not a viable option for renal replacement therapy for this patient. On 9/apr/2021, the patient¿s pd catheter (not a fresenius product) was removed, and a central vascular catheter was placed in favor of hemodialysis (hd) therapy. The pdrn reported the patient is recovering and continues hd therapy on an in-center basis following these events.